Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had developed an infection, the entire system was explanted due to pocket infection. The patient was totally dependent on the device so temporary pacer was utilized overnight and a new system was re-implanted the following day. The patient was in good condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Product problem should not have been checked in the initial report of the supplemental - 1 - should have been (B)(6) 2018.